Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the physician observed an insulation breach on the atrial lead near the connector pin. The lead functions were normal and stable. No changes were made to the lead and the procedure was completed. The patient's condition was stable.